Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, a curved openings, white calcification(80%) in patch. A leak test and microscopic analysis was performed which identified two striated curved openings on the posterior side assessed as surgical damage, partial delamination of diapherm flange disk (10%) assessed as adhesive failure, a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(no shell thickness due to opening is under plug strap). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage consist in the use of some surgical tool. Delamination of diapherm flange disk assessed as adhesive failure. A sharp opening due to unidentified(tear) opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.